Event description:
It was reported that the patient passed away. The cause of death and date of death were not provided. Good faith attempts for further information from the physician were unsuccessful.

Manufacturer narrative:
.

Event description:
On (B)(6) 2015 the physician reported that he was not aware of the patient¿s death. He noted that the patient was last seen by them 18 months ago and her vns was not working when interrogated. The patient¿s family did not want to replace the vns at that time because they said it was not helping, that the patient was a non-responder. A blc was performed which showed 0 years remaining until neos=yes. Therefore, it appears that the vns not working was the device reaching end of service. A copy of the patient¿s death certificate cannot be obtained as the manufacturer is not an eligible to obtain this document per the department of vital records in the state the patient passed away in.